Manufacturer narrative:
A review of the laser system's device history records (DHR) confirmed that the device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. Manufacture date : 23-jun-2019. A review of the system's historical service records revealed that the system was installed at the user facility on (B)(6) 2019. A lumenis service engineer visited the site 2 (two) days after the reported event and examined the subject system. The engineer verified the intermittent fiber recognition issue, having found 'improper positioning of the top plungers on the lens cell assembly.' The engineer adjusted the plungers per service requirements, and resolved the issue. The engineer performed multiple calibrations tests, and after verifying that the system operated according to manufacturer's specifications, the system was returned to the facility ready and safe for clinical use. A review of subject device risk files revealed the following risk of 'impossible to operate': (rd-1124690_ag : risk 2.5.1) - impossible to operate triggered by "sis doesn't recognize the fiber" has the potential to lead to ineffective treatment which may require re-operation; the risk has been quantified and found to be negligibly small, and the risk has been characterized and documented as acceptable within a full risk assessment. A two year review of historical complaints revealed no events of 'fiber recognition issues' having led to a serious injury. To date lumenis is unaware of such events ever having led to serious injury. Furthermore, there have been no similar complaints for the same fiber lot. Unrelated to this event, lumenis has initiated CAPA #19009 to further investigate 'fiber recognition' issues with the holmium product family lasers. Lumenis is closing this complaint at this time. Complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)).

Event description:
A user facility reported that during a procedure in which a lumenis pulse 120 laser was being utilized with a moses 550 fiber, the system was not recognizing the fiber. The facility replaced the fiber to a second moses 550 fiber, and it too was unrecognized. The laser was put aside as an alternate laser was brought in to complete the procedure. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.